Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient was having trouble charging their implant and the issue began for awhile now. Patient mentioned their controller won't charge their implant and their implant gets hot when charging. Patient mentioned their implant charges for 90 minutes and their implant does not reach finished. Patient stated they were able to charge the controller and implant to 100% last night, but the implant never reached finished. Patient a mentioned if they move at all the recharger paddle the controller goes flashing yellow and it's not getting a good connection. Agent instructed patient to check for damage; no visible damage to the recharger. Agent asked and patient denied any error messages/codes. Agent instructed patient to start a charge session; implant went into passive recharge mode with numbers 99-99-99. Patient had the hole of the recharger over their implant then patient repositioned the recharger. Controller showed 100% and implant 100% recharging with excellent quality. Patient was able to start a recharging session on the call with excellent quality, but if they moved the paddle,the connection would be interrupted and the screen would go to the cable disconnected screen. The issue was not resolved. A replac ement recharger (rtm) was sent out. Additional information was received from a manufacturer representative (rep). It was reported that the patient (pt) met with their healthcare provider (hcp) on 3/12 and did not voice any concerns with their implantable neurostimulator (ins). The rep attempted to call the pt but the voicemail was not setup. The issue had not been resolved as far as the rep was aware and the information was confirmed with the physicians office. The pt then called the rep later that day and stated they received their new recharger paddle and everything is working perfectly and there is no device heating during recharge.